Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during diagnostic procedure when the issue happened. The procedure was completed after restarting the system. Philips remote service engineer (rse) connected with the customer and examined the system remotely and after reviewing the log it observed multiple collision detections and input errors related to the table. During the visit, to resolve the problem, field service engineer recalibrated the bodyguard and force sensor and adjusted all geometry movements. The operating table was installed and tested, with no errors found. After on-site adjustments and testing, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm and table unintendedly moved on their own. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.